Event description:
It was reported that an atrial lead warning occurred, the lifetime minimum impedance is less than 100 ohms, and the count of low impedance measurements is high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.